Manufacturer narrative:
(B)(4). The lot was manufactured from july 21, 2015- july 22, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. According to the report, the device did not completely deliver its contents after seven days. This occurred during patient infusion of an unspecified solution. There was no patient injury or medical intervention associated with this event. No additional information is available.